Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported.